Event description:
On 04/16/2007, the company received a report where it was claimed that the tube was chipped on the inner ridge. The caller reported this was discovered during patient use. This report is associated to the second occurrence on 2936999-2007-00177.